Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. There appears to be noise seen in recording 32 on hmsc, along with ff oversensing. Pacing impedance has decreased slightly in the last year. Sensing amplitude has also decreased. Full lead evaluation was recommended to see if noise can be seen/recreated in person. No adverse events reported. Should additional information become available, it will be added to this file.